Event description:
Meter had a damaged display. The medical affairs specialist left a phone message for the pt and sent a letter. At about 9:00 pm, the pt obtained a result over 200 mg/dl on the reported meter while feeling dizzy and disoriented. Pt did not retest to see if the results were correct. Pt took no action to affect pt's blood glucose level following use of the meter. Pt went to the hosp. A result of 40 mg/dl was obtained on the hosp device about 15 minutes after the meter result. The pt was treated with food and/or beverage. The pt was hypoglycemic and required intervention; however, there is insufficient information to indicates that the product contributed to the pt's injury. No information was provided regarding when the pt had tested before obtaining the result of 200 mg/dl, the medication regimen pt followed, or when the meter developed the cracked screen. The customer care representative (ccr) confirmed that the meter display was cracked. Based on the cracked display, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and control solution were replaced.